Event description:
It was observed that during the device evaluation, the subject device exhibited skewed endoscope body, the lens was broken and displaced and component failure of the lens and the insertion tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was likely that the following led to the malfunction: the most probable cause was traced to a component failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.